Event description:
It was reported that during the implantable pacemaker replacement due to normal battery depletion, this ventricular lead threshold was noted to be high, and it was decided to surgically abandon and replace this lead in the same procedure. Reportedly, the cause of the increased threshold is unknown. No additional adverse patient effects were reported.

Event description:
It was reported that during the implantable pacemaker replacement due to normal battery depletion, this ventricular lead threshold was noted to be high, and it was decided to surgically abandon and replace this lead in the same procedure. Reportedly, the cause of the increased threshold is unknown. No additional adverse patient effects were reported.